Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The sales unit was returned with six packages. Four of the packages were fine with no issues. One package had open seal caused by top stock misaligned with film, leaving a gap. One package had narrow seal caused by top stock misaligned with film, but not causing a gap. The seal margin was less than required. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that a package with gap a between the softblister and tyvek of longside heat seal position was found during jjkk labeling process. Open seal caused by uneven cut along width of the tyvek.